Manufacturer narrative:
Met with (B)(6). We went into their simulator room that had a dummie in the bed. They had the dummie hooked up to the machine with all 4 straps double looped. They said that they do not double loop and did not know why it was that way. I stressed the differences of the straps had to do with positioning. In the room they had the sling and lift that was used in the event. Lift and sling inspected - tested ok. *l500ps-03 - 140966, the machine did not have any visible issues. 50578 - 162245, medium mesh sling with head support, did not see any issues with the sling- all loops were intact. Operation manual, pg 6. Step 4 - number 2.

Event description:
Resident had prior care provided by a nurse. While still in bed, the cna and cma put the sling under the resident. The cna and cma hooked up the sling to the lift and backed the lift away from the bed. The left leg strap came loose, the left leg was released and the resident fell out of the sling and hit her head on the ground. The right leg stayed in sling.